Event description:
It was claimed by the customer that the backrest lowered without any command given. There was no indication that the bed was in use by a patient at that time. No injury was reported.

Manufacturer narrative:
The arjo technicians during an on-site visit inspected the bed frame. The customer¿s allegation about the unintended backrest movement was not duplicated. The bed was tested and no issues were found. Based on the evaluation results, the exact cause of the reported issue cannot be determined. All bed functions worked correctly. It was reported that the minuet 2 bed did not meet its performance specifications as the backrest moved without any command given. There was no indication that the bed was in use by a patient at that time. The complaint decided to be reportable due to unintended bed movement.